Event description:
Event description guidant received information that this pacemaker was not pacing, could not measure r-waves and the ventricular lead had an impedance measurement of >2500 ohms. These issues occurred immediately following the implant procedure. The physician explanted, replaced and returned the device for analysis. The ventricular lead remains in service with a new pacemaker.